Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic experiencing phrenic nerve stimulation. Upon interrogation, the left ventricular lead exhibited loss of capture. Chest x-ray was performed and revealed the lead had dislodged. The device was reprogrammed temporarily. On (B)(6) 2016, the lead was explanted and replaced. The patient was in stable condition.